Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was high and the customer attempted to treat the bg level with a bolus of insulin. The customer was admitted to the hospital and was treated with intravenous insulin and fluids. The customer was discharged 3-4 days later. The customer could not recall any further details regarding the event. As the occlusion had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.